Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, during use of a 2mm x 25cm saber percutaneous transluminal angioplasty (pta) balloon catheter, a section near the tip of the balloon never opened properly. A non-cordis balloon catheter was used to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat atherosclerosis obliterans (aso) of the infra-popliteal artery which had a 50 percent stenosis, moderate calcification, and mild tortuosity. There were no issues flushing or pressurizing the device. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. A 1:2 contrast to saline ratio was used to prep the device. A non-sterile ¿saber 2mm25cm 150¿ was received for product analysis. Per visual analysis, the unit was thoroughly inspected observing that no damages or anomalies were observed during the unaided eye visual inspection. The balloon was received not inflated. A functional test was performed. One inflator/deflator device was attached to the inflation port, and the balloon inflation test was done by applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. During this test, it was observed that a leak was present in the balloon body. Per microscopic analysis, high magnification was executed to evaluate the surface of the balloon received. During the analysis, a puncture was located where the leakage was observed. Additionally, scratch marks were observed near the puncture, these scratch marks observed could be related to exposure of the balloon surface to external material sharp edges that could be considered as an attributable cause of the leakage identified. The product history record (phr) review of lot 82294822 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-inflation difficulty-partial or slow¿ was confirmed through analysis of the returned device as a secondary condition of ¿balloon-leakage¿ was noted due to a puncture in the balloon body. However, the exact cause of the issue experienced and the puncture found could not be conclusively determined during analysis. Based on the information available for review and product analysis, lesion characteristics (moderate calcification and mild tortuosity) and/or procedural/handling factors likely contributed to the leakage noted and the subsequent partial inflation reported as evidenced by the scratch marks near the puncture in the balloon body. Scratch marks are commonly related to exposure of the balloon surface to a material with sharp edges; therefore, it is very likely that the same factors that caused the observed scratch marks on the balloon¿s surface could have led to the puncture found on the received device. However, as the user did not report a leakage from the balloon during the attempted inflation, it is unknown if this condition occurred during use in the patient or due to manipulations after attempting to the inflate the balloon/after the procedure. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of resistance before proceeding. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter.¿ neither the product analysis, nor the phr review suggest that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during use of a 2mm x 25cm saber percutaneous transluminal angioplasty (pta) balloon catheter, a section near the tip of the balloon never opened properly. A non-cordis balloon catheter was used to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat atherosclerosis obliterans (aso) of the infrapopliteal artery which had a 50 percent stenosis, moderate calcification, and mild tortuosity. There were no issues flushing or pressurizing the device. The device was stored and prepped per the instructions for use (IFU) and there was no difficulty removing any of the sterile packaging components. The device maintained negative pressure during preparation. A 1:2 contrast to saline ratio was used to prep the device. The device will be returned for evaluation. Addendum: product evaluation revealed a leakage on the balloon body.